Event description:
One pt with discrepant troponin t results. Initial result gave 0.049 ng/ml; repeated twice giving <0.010 ng/ml each time. Erroneous result was not reported. If add'l info is rec'd, appropriate notification will be provided.